Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call that they experienced a high blood glucose value of 440 mg/dl and low blood glucose was 40 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose value and low blood glucose value. The customer was treated with manual injection and glucose. Customer¿s mother was declined to troubleshooting for high and low blood glucose. The device will not expect to be returned for analysis.